Event description:
Component does not engage. The original issue description was component does not engage, however we have received additional information that the issue description for this complaint is lack of stability during placement, however it indicates that this complaint is still reportable as serious injury. The initial report did not have the correct data documented, the correct data is provided in this follow-up report.

Event description:
Component does not engage.